Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited pocket erosion with infection. Moreover, it was noted that this lead had insulation abrasion. Hence, the lead was repaired using a repair kit. Furthermore, this lead tested normal prior to repair and after. This lead remains in service. No additional adverse patient effects were reported.